Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure involving the stent graft esbf2314c103ee endur iis bif, a type iiib endoleak was identified, and the aneurysm was not excluded. The patient was being treated for a 60-millimeter aneurysm. During the procedure, fast flow endoleak was observed, initially suspected to be type ia. However, further investigation with a catheter and angiogram revealed a type iiib endoleak at the middle of the graft. The doctor determined that there was a stent graft fracture and leakage. Future treatment is planned to extend the limb stent graft overlap with the main body, but the doctor decided to delay this intervention.

Manufacturer narrative:
B5; additional information received; the physician did not perform a post-op CT scan on the patient yet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A post operative CT performed showed the endoleak was not present and had already thrombosed. The patient has no symptoms or pain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films received; however, the exact cause of the endoleak could not be conclusively determined. Complete post -operative CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. As the endoleak was reported as having self resolved without intervention and there was evidence of collateral blood flow noted on the provided films, it is likely this endoleak was a type ii endoleak from a visceral branch. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. B5; additional information received : it was reported a post operative angiogram was performed two months post the index procedure and a further CT another month later. The patient was observed and no intervention was required. It was confirmed there was no stent fracture and it was concluded that the endoleak originated from a visceral branch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.